Event description:
Device malfunction: none. Time of symptoms/ae: during vessel closure. Symptoms/ae: pain, swelling, retroperitoneal bleed, pseudoaneurysm. It was reported that a technician in-training in the use of the starclose se device, achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during the diagnostic heart catheterization procedure, the patient reported pain at the access site and a clinician noted swelling above and medial to the puncture site. After uneventful arteriotomy closure, the tissue tract had "mild oozing" that resolved after 2-3 minutes of manual compression. The pain and swelling continued. A computed tomography scan found a retroperitoneal bleed and a pseudoaneurysm. An attempt was made to treat the pseudoaneurysm with ultrasound-guided compression, and a thrombin injection was given to stop the retroperitoneal bleed, but both were unsuccessful. A "large amount of blood" was aspirated and the artery was surgically repaired. During artery repair, the surgeon reported the patient had an abnormal vascular anatomy. The right common femoral artery was short and high with the bifurcation of the superficial femoral and profunda femoris arteries located at the top of the femoral head. The anatomy required the surgeon to dissect through the inguinal ligament fascia to gain access to the bleed. Only one anterior puncture was found in the artery. There was no other adverse patient effect. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.